Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation, and/or excessive force being used during insertion of the screw.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an 8124-034 cn lock screw would not lock into the plate. This was discovered a proximal humerus procedure which was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.